Event description:
Consumer reported when she applied pad to panties her internal vaginal area, rectum and both inner part of thighs became very swollen and red. She reported that she experienced rectum discharge, pain in both arms and trouble breathing. Symptoms were still present at the time of her report. Consumer contacted her healthcare professional and received treatment of fexofenadine and fluticasone. Consumer contacted her healthcare professional and received treatment of fexofenadine and fluticasone. Consumer went to the ER. Request for medical records has been sent.

Manufacturer narrative:
Complaint trend monitored. This report is considered closed unless additional relevant info is received.